Event description:
It was reported that there was a ¿sudden¿ loss of stimulation or therapeutic effect as well as pain in the sacral area. Diagnostic testing was performed such as reprogramming and impedance testing. Impedance testing was normal and no cause was determined. The patient had a 50% or greater symptom reduction, and was ¿doing well and receiving effective therapy.¿ follow up is being conducted. If any additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Product ID 3093-28, lot# v073596, implanted: 2008 (B)(6); product type lead product ID 3093-41 lot# v009886, implanted: 2008 (B)(6); product type lead product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger product ID 37742, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3708340, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3708360, serial# (B)(4), implanted: 2008 (B)(6); product type extension. (B)(4).